Manufacturer narrative:
The service engineer ran performance testing and all results were within limits. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). Calibration signals on the last calibration performed on (B)(6) 2024 were slightly lower than expected, but were acceptable. Quality controls were within range. A general reagent issue can be ruled out. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e411 disk analyzer. The sample initially resulted in a hcg+beta value of 12.05 miu/ml with a data flag. The sample was placed into the primary tube and re-centrifuged. The sample was then repeated twice on (B)(6) 2024, resulting in hcg+beta values of 1072 miu/ml with a data flag and 1082 miu/ml with a data flag. The repeat value of 1072 miu/ml was deemed correct.